Manufacturer narrative:
Investigation summary ppae(major bleed): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
54 year old male with history of nonischemic cardiomyopathy presented in cgs on (B)(6) underwent impell 5.5 implant via right axillary artery without incident. On (B)(6) gi bleed (tarry stools) was noted and heparin held was held with no transfusion. On 10/5 heparin restarted and on (B)(6) the patient tansitioned to durable lvad/ impella. 5.5 explanted without incident.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.